Manufacturer narrative:
Correction section d9, device available for evaluation? Was incorrectly updated. The lead remains implanted in the patient at this time.

Event description:
It was reported that the patient was presented remotely via merlin.net. Review of the transmission revealed inappropriate automatic mode switch (ams) episodes due to noise oversensing on the right atrial (ra) lead. Due to the inappropriate ams, the pacemaker entered ventricular-based timing, resulting in ventricular oversensing and high ventricular rate (hvr) episodes. Programming changes were recommended. No patient symptoms or clinical intervention were reported.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.